Event description:
Healthcare professional reported valve was removed due to hole in leaflet. Prior to explant pt had symptoms of paravalvular leak. Performed surgery to repair leak with stitches around the annulus when he found a hole in the middle of a cusp.